Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: a covid positive patient in prone position on the ventilator was able to turn his head from one side to the other. When doing this he was able to self extubate as the plastic arm of the tube holder snapped off the crossbar that was attached to the patient's face, rendering the ett free from any securing fixture. It was reported the patient's oxygen saturation dropped after extubating himself and the staff had to quickly gown up to get inside, get him turned on his back, and apply bag mask ventilation. The patient's oxygen levels recovered and the patient was reintubated. The patient was reported to be "alright" with no severe injuries from the event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported as: a covid positive patient in prone position on the ventilator was able to turn his head from one side to the other. When doing this he was able to self extubate as the plastic arm of the tube holder snapped off the crossbar that was attached to the patient's face, rendering the ett free from any securing fixture. It was reported the patient's oxygen saturation dropped after extubating himself and the staff had to quickly gown up to get inside, get him turned on his back, and apply bag mask ventilation. The patient's oxygen levels recovered and the patient was reintubated. The patient was reported to be "alright" with no severe injuries from the event.